Event description:
It was reported that the customer stated issues with mom's purewick urine collection unit. Customer was not able to troubleshoot over the phone but inquired about troubleshooting steps as customer reported the pump was not working properly. Representative provided troubleshooting and recommended to replace kit if it has not been changed out in the last 60-90 days. Used with female wicks. No additional information provided. Per additional information received via email on 19oct2025, it appears that the purewick pump is bad. It sounds like it is on, but has only a fraction of the suction power of the replacement unit. It would not suck water out of a bottle. You could also feel the difference in suction by putting your finger over the inlet. The device was replaced. Per additional information received via email on 25oct2025, unfortunately, my brother visited my mom who uses the purewick system and threw away the unit that had broken. He didn't realize that I was going through the process of getting a refund. Per additional information received via email on 03nov2025, my brother just told me that he only threw away the plastic container and not the base. He told me that he shipped the base back in the box that you had provided.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The labeling is found to be adequate, as it states: "1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter". Labeling also states: "although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated issues with mom's purewick urine collection unit. Customer was not able to troubleshoot over the phone but inquired about troubleshooting steps as customer reported the pump was not working properly. Representative provided troubleshooting and recommended to replace kit if it has not been changed out in the last 60-90 days. Used with female wicks. No additional information provided.

Manufacturer narrative:
Upon further review, bd has determined that this MDR is not reportable as suction failure was against purewick urine collection system. Submitting the investigation details as additional information. The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: intended users the purewick urine collection system is intended to be operated by: user/patient caregiver/healthcare professional all functions can be safely performed by the individuals above. Indications for use the purewick urine collection system is to be used with purewick external catheters which are intended for non-invasive urine output management. Contraindications for use do not use the purewick urine collection system with purewick external catheters on individuals with urinary retention. Operating instructions 1. After the purewick urine collection system has been set up, place the purewick external catheter according to the purewick external catheters instructions for use. 2. When the canister is ready to be emptied, remove the purewick external catheter according to the purewick external catheters instructions for use and throw away. Note: keep the purewick urine collection system on to make sure all urine has been drawn out of the collector tubing and into the collection canister before removing the purewick external catheter. Note: although the canister can hold up to 2000cc (ml), to prevent overflow empty urine from the collection canister regularly or before volume reaches 1800cc (ml). 3. Turn off the purewick urine collection system by pressing the on/off switch. Disconnect the a/c power cord from the power outlet and from the device. Disconnect collector tubing and pump tubing from the canister. 4. Lift collection canister from purewick urine collection system. Do not lift canister by the lid. Take canister into an area appropriate for disposal e.g. A bathroom, carefully remove the lid, and dispose of urine in a proper receptacle e.g. A toilet or according to facility protocol. If using a privacy cover and it gets wet, remove and discard. 5. Clean collector tubing, pump tubing, canister, canister lid, purewick urine collection system, and power cord according to cleaning instructions in the cleaning and maintenance section. 6. Reassemble the purewick urine collection system according to the initial setup instructions when the system is ready to be reused. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated issues with mom's purewick urine collection unit. Customer was not able to troubleshoot over the phone but inquired about troubleshooting steps as customer reported the pump was not working properly. Representative provided troubleshooting and recommended to replace kit if it has not been changed out in the last 60-90 days. Used with female wicks. No additional information provided.